Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the device inflatable penile prosthesis (ipp) had performance issues. The physician tried inflating and deflating, but the pump remained flat, which is suspected by the physician to indicate a fluid loss. The patient underwent a surgical procedure in which all components were explanted and replaced. There were no patient complications.